Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an entriflex feeding tube. The customer states the nasogastric feeding tube was inserted by the rn. The patient was then sent to the interventional radiology for PICC line and feeding tube placement verification. The feeding tube was found to be in the right lung causing a pneumothorax requiring a chest tube to be inserted. (B)(4).